Event description:
Procedure: hysterectomy. According to the reporter: the needle broke in half during the case. A piece of the needle is in the tissue of the pt. The needle was located via x-ray. The surgeon did not remove the needle.

Manufacturer narrative:
.